Manufacturer narrative:
(B)(4). The report of a cracked luer hub was confirmed through complaint investigation. Visual analysis revealed that the blue venous luer hub contained a crack and signs of scratches on the threads. The appearance of the damage is consistent with overtightening or repeated tightening of the hubs. Functional testing revealed that water leaked from the cracks when flushing. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2023, the doctor found the luer hub/fitting has a crack. It was identified during use on the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 08 nov 2023, the doctor found the luer hub/fitting has a crack. It was identified during use on the patient.